Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The complainant reported that a 54-year-old male patient developed hemolysis during impella cp support. The hemolysis was identified via lab values and subsequently led to escalation to impella 5.5 support. The hemolysis resolved following 5.5 implant and no further intervention was required.

Manufacturer narrative:
The investigation into the hemolysis issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.